Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead; 50cm model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a non-device related, non-healing open wound near the midline incision site. The patient was given with antibiotics as a precautionary measure and underwent an explant procedure. The patient was doing well postoperatively.